Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 189534: 30 items manufactured and released on (B)(6) 2019. Expiration date: 2024-02-21. No anomalies found related to the problem. To date, 17 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 years and 9 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.